Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that an anterior capsular bag tear occurred during implantation of a light adjustable lens+ (lal+, sn: (B)(6), +5.0d). The lens was placed in the capsular bag.